Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "predictors and outcomes of lateral release in total knee arthroplasty: a cohort study of 1859 knees". Literature article "predictors and outcomes of lateral release in total knee arthroplasty: a cohort study of 1859 knees" (2011) by samuel molyneux and ivan brenkel published by the knee doi: 10.1016/j.knee.2011.10.004 was reviewed for mdv reportability. The article purpose: to examine which pre-operative factors predict lr, and to assess the outcomes of lr including short term complications and long term functional outcomes. The article reports: 1859 patients were included in the study. The average length of follow up was 5.49 years. One hundred fifty-four patients underwent lateral release. One hundred forty-seven patients underwent patellar resurfacing, 12 in the lr group and 135 in the non-lr group. There were 984 women and 875 men. The women were older than the men at 69.68 versus 68.37 years. One thousand seven hundred thirteen patients had a diagnosis of osteoarthritis, while 147 suffered from rheumatoid disease. The two diseases were spread equally between men and women, and rheumatoid patients were younger at the time of surgery. The average bmi was 29.6 and ranged from 15.78 to 49.12. The women had higher bmi than the men, with an average of 30.1 compared to 28.7. The average length of stay for all patients was 8.7 days, with a range from 3 days to 46 days. The length of stay was longer for those who had a lr than those who did not, at 10.8 versus 8.6 days. The mean preoperative haemoglobin was 13.7 g/dl, and was the same between the lr and non-lr groups. The average fall in haemoglobin was 3.2 g/dl in those who underwent lr compared with 2.4 g/dl in those who did not. About 20.3% of patients who underwent lr required a blood transfusion post-operatively, compared with 10.1% in the non-lr group. Complications: infection (15), patellar dislocation (number not given), and patella fracture (7). Cement usage was not discussed in this article. Depuy products involved: pfc sigma system.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. ************* investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases was not possible as no product details were received. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot ==> null, device history batch ==> null, device history review ==> null.